Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.5x33mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Following, a non-flow limiting dissection was noted and treated with medication. The dissection resolved without sequela. The following day, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. There was no reported treatment and the patient was discharged home that same day. There was no additional information provided.